Event description:
(B)(4). Since getting the device implanted, I automatically began having itching, burning, rashes from being allergic to the nickel. I experienced excruciating pain in my pelvic area daily.